Event description:
According to the reporter: occurred during a laparoscopic thoracic segmentectomy procedure. The stapling device was being used for resecting the tumor off of the lung. The stapler was able to fire, but the stapler did not fire all the way to the distal end. Stopped approximately four to five millimeters from the distal tip. And did not release the suture on the reinforced reloads, the material was torn loose from the reload. The staple line was incomplete at the distal end. In order to resolve the issue and complete the case, the sutures was cut with shears. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.